Manufacturer narrative:
The device was not returned for this issue. No evaluation required for this issue.

Event description:
It was reported that the customer experienced continuing low blood glucose (bg) of 50 mg/dl. Reportedly, customer suspected that the pump settings were incorrect. Customer drank a sugar drink to address bg level. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.